Event description:
This customer reported that this defibrillator had repeated "pads on" and "pads off" messages and that no shocks could be delivered to a patient in cardiopulmonary arrest. The patient expired.